Event description:
It was reported that the pump was on, but the display remained black. There was no adverse impact to the customer's blood glucose level as no specific blood glucose values were provided. Technical support instructed the customer to perform troubleshooting steps, but the issue was not resolved, leading to a decision to replace the pump. The customer reverted to multiple daily injections as a backup therapy. A replacement pump was shipped, and the customer was advised to return the malfunctioning pump using a prepaid label.